Event description:
It was reported that approx six months after implantation of a vena cava filter during the scheduled retrieval, a detached filter arm was identified in the right ventricle. The filter and detached arm were removed with a snare device without incident. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The filter was returned. The filter contained 5 arms and 6 legs/feet present and intact. One arm was returned broken from the base of the apex. The complaint investigation is confirmed for a detached filter arm. No images were provided for review. Based upon the reported event the definitive root cause for the filter limb detachment is unk.